Event description:
It was reported that during a left heart catheterization treatment procedure, a stent migration occurred. The target lesion was located in the ostium of the vein graft. Angiograms were obtained, followed up with an ivus of the graft to the obtuse marginal. The physician elected to intervene on the vessel and placed a 5.0 mm non-bsc filter distal to the lesion. A 4.0mm x 20 mm promus premier stent was deployed in the ostium of the vein graft at 22 atm. This was followed up with a 4.5 mm x 15 mm quantum apex balloon for post dilatation at 26 atm. While advancing the non-bsc retrieval system, the non-bsc filter migrated into the stent. The physician was unable to advance the non-bsc filter forward. They had a difficult time trying to advance the non-bsc retrieval system to the filter, so they elected to pull the non-bsc filter into the non-bsc retrieval system. Once the non-bsc filter reached the unspecified guide catheter, everything was removed. At this point the physician believed that the tip of the non-bsc guide wire was broken and left in the body. An angiogram of the right iliac was obtained with a foreign object clearly visible in the right iliac. The left groin was accessed and the physician performed more angiograms of the vein graft along with an ivus. After the ivus was performed the stent was no longer in the vessel as it had migrated to the right iliac as well. A second 4.0 mm x 20 mm promus premier stent was deployed in the ostium of the vein graft over a non-bsc guide wire at 24 atm. This was followed up with a 5.0 mm x 15 quantum apex balloon at 14 atm. Everything was removed and the physician placed a snare via the left groin into the right iliac and successfully retrieved the stent and wire tip. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).